Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on (B)(6) 2013 around 5pm. The patient reported obtaining a blood glucose result of ¿211 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine due to the reported issue. After, the patient claimed she felt ¿low blood sugar,¿ disoriented and was hallucinating. By 6pm that same evening, the patient¿s daughter reportedly took her to the emergency room (ER). The patient obtained a blood glucose result of ¿38 mg/dl¿ with the ER/ hospital meter and was administered a glucagon injection as treatment. The patient was monitored at the ER for several hours and released by 11pm. The patient's blood glucose read "159 mg/dl" with the ER/ hospital meter by the time she was sent home. The patient did not have her testing supplies at the time of troubleshooting to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and received medical treatment from a health care professional (hcp) after the alleged meter issue began.